Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Family member reported the patient had an appointment the day of the report and was going to find a doctor to help them. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported by caller that they saw a low ins battery icon and started seeing this a couple weeks ago; stating it was roughly the end of (B)(6) (2018). Caller says that it seems like patient was having to use the bathroom more often so that is why they started messing with the settings, it was probably (B)(6) or (B)(6) this started (2018). Caller also reported that patient has had a couple falls due to their ms but that they don't know if it impacted the device, patient mostly bruised their arms. Caller says the patient has had falls every month or two starting about 6 months ago (2017). It was advised patient follow up with healthcare professional (hcp) however patient didn't have an hcp. A listing was sent out. No further complications were reported.